Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had to have surgery to move their ins about a year after implant because it was ¿touching a nerve¿. The patient stated they were doing better since the device was moved. No further patient complications were reported as a result of this event.